Event description:
It was reported the patient had pain and discomfort at the implantable neurostimulator (ins) site which was worse with cold and movement. An examination occurred on (B)(6) 2013 with no results. The patient¿s device was removed on (B)(6) 2015 for a battery pocket revision and the same device was put back into a new pocket. The patient required in-patient hospitalization. The event was unresolved with not further actions planned as of (B)(6) 2015. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID 3889-28, lot # va04yvn, implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
Additional information received via the manufacturer representative reported that the battery was relocated below the current incision during the pocket revision. The pocket size was also increased. The indications for use (ifus) were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.